Event description:
Hcp reported "nearing suspected battery life and pt has had 3 unexplained episodes of withdrawal - gear 5 problem." The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional information received.